Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-05835. Manufacturer report number 1627487-2019-05837. It was reported that lead migration issue was observed on both leads. A revision procedure was scheduled in the near future to help resolve the issue. The implantable pulse generator was planned to be replaced during this revision procedure as well due to unknown reasons. No further information is available.

Event description:
Manufacturer report number 1627487-2019-05835.manufacturer report number 1627487-2019-05837.

Event description:
Manufacturer report number 1627487-2019-05835. Manufacturer report number 1627487-2019-05837. New information received that the implantable pulse generator (ipg) was inoperable and unable to establish communication due to the patient not charging the device. One of the occipital located lead had migrated however it is unknown which lead. Lead revision procedure was completed on (B)(6) 2019 where the leads were repositioned back into it's original location to resolve the issue. The ipg was explanted and a new ipg was implanted to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.